Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch pdb689, xzw277719 and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The suture snapped during the procedure. There were no adverse patient consequences reported.